Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed on two instances ? No disposable, pump won't run". It was reported the end user mixed another cassette to continue therapy.

Manufacturer narrative:
Medwatch: mw5105968.